Event description:
It was reported that during a total hip procedure, the drill bit fractured. There was a forty-five (45) minute surgical delay as the newly implanted socket had to be removed to retrieve the fractured drill bit. Another device was used to complete the procedure without further complication.

Manufacturer narrative:
(B)(4) g2: foreign: germany. H6: proposed component code: mechanical (g04) - drill. Diligence is in progress to determine whether the device is available for further evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.